Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device at the investigation site in (B)(4). The investigation determined that the device fault was due to an isolated component failure of the internal battery. The internal battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4). Note: at the time this complaint was reported to the manufacturer it was assessed as being a non-reportable event. The investigation identified new information to change the assessment to reportable.

Event description:
It was reported to resmed (B)(4) that an astral device did not trigger a "critically low battery" alarm prior to battery depletion. The patient was placed on a back-up ventilator with no consequences. There was no patient injury reported as a result of this incident.